Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. (B)(6). Block e2(health professional) and block e3 (occupation) have been corrected. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus. Block h11: investigation results the returned cre pro gi dilatation balloon was analyzed, and a visual/microscopic inspection found a longitudinal tear. No other problems with the device were noted. With all the available information, boston scientific (bsc) concludes the reported event of balloon leak was confirmed. The longitudinal tear found in the balloon could have been interpreted by the customer as the reported event of balloon leak. This problem is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found in the balloon. It is possible that interaction with any kind of sharp surface during or previous to the procedure could create friction on the balloon causing the longitudinal tear. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2024. During the procedure, upon inflation the balloon was already torn, and a leak was observed. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6) hospital. (B)(6). Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2024. During the procedure, upon inflation the balloon was already torn, and a leak was observed. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.